Manufacturer narrative:
Product complaint # = (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: - when did the needle detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During use - please provide lot number.unknown/unavailable - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Waiting on a return ship box. Device in rep possession. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The manufacturing records could not be reviewed as the batch/lot number is unknown. H3 investigation summary: the product was returned to ethicon for evaluation. A detached needle, one used suture and one empty winding former were received for analysis. The product code is sxpp1a445. During visual inspection of the needle. Marks were noted at the edge of the swage area. The barrel hole was examined, and a suture remnant was observed. Besides that, the suture was noted to be cut probably caused by a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional h11; was surgery delayed due to the reported event? --> unknown, action taken when event occurred? --> opened a new suture, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(6). Device property of -->none, device in possession of -->none. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, the needle popped off suture. No adverse patient consequences were reported. Additional information was requested.